Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that the: our investigation shows that the instrument in question was received in two pieces. The shortcut is broken off at the cutter head, nearby to the holding wire. There were also damages and wear marks on the cutting edges visible. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The review of the manufacturing documents has shown, that also the right material was used. Based on the provided clinical information it is impossible to determine the exact cause of this occurrence. The wear and tear appearance of the instrument is a clear indication, that the product was used in an excessive way over the years, as the product was manufactured and distributed in november 2007 we do suppose that the cause of the breakage is the result of a mechanical overload situation during a long time in use. The bad condition of the device, before surgery, may also have played certain role to the complained issue. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Based on the provided clinical information it is impossible to determine the exact cause of this occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for manufacturing location: (B)(6), manufacturing date: 29.nov.2007: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, two (2) days before the surgery the surgeon pre bent and cut the plates. While cutting the plates the matrix mandible cutter broke. No patient was involved. This report is for one (1) matrixmandible short cut plate cutter. This is report 1 of 1 for complaint (B)(4).